Event description:
Information received from hcp with product returned for analysis shows the patient presented in 2006 with signs of infection including redness and swelling over the left dbs generator; erythema and swelling in the left cervical region, and soreness in the neck and chest. The patient was afebrile at home, although was 99.9 at the clinic. The patient was admitted to the hospital in 2006 for removal of the left deep brain stimulator battery as well as the wire (extension) and lead. Hcp reports dbs placement in two parts; second part in 2006. Operative notes show that antibiotics were held until intraoperative cultures were obtained. Intraoperative surgical inspection was also made of the left mastoid where the wire passed and gross pus was found resulting in total system removal with products returned to the manufacturer for analysis. The patient was started on vancomycin and cefepime while intraoperative cultures and sensitivites were pending. The cultures grew out coagulase-positive staph aureus that was oxacilin sensitive. Patient then began a course of oxacillin 12 grams by IV continuous infusion while administration of vancomycin and cefepime were stopped. Hcp reports the patient has started to display increasing parkinsonian tremor and disability following product explant. The patient is reported as able to ambulate, but has difficulty monitoring his adls because of the increase in symptoms. The patient was discharged in 2006 in stable condition with home antibiotics oxacillin 12 grams by IV continuous infusion for six weeks when the patient is to return for follow-up. The hcp stated that future dbs placement may be redone in this patient.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.